Event description:
A b-hcg value of >1000 miu/ml was rec'd on pt sample. Dilution protocol was performed and a value of 1011.2 mlu/ml was obtained. Results were questioned by physician, sample was repeated in duplicate with values of 520.78 mlu/ml and 530.21 mlu/ml.